Manufacturer narrative:
H3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The clinic manager (cm) for a user facility reported that a blood leak occurred with the fresenius bloodlines. A patient care technician (pct) visually observed that blood was leaking from the segment that loops into the blood pump of the machine. Additional information was obtained during follow-up. The cm stated the reported issue occurred immediately after initiation of the patient¿s hemodialysis (hd) treatment on the 2008t machine. No machines alarms were received. Treatment was stopped. The patient was not reinfused. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no serious injury or required medical intervention. Treatment was restarted on a new machine with new supplies and successfully completed. The cm stated that no defect or damage was noted on the bloodlines. No issues were encountered during prime. The 2008t machine was also inspected and no issues were identified. The machine was returned to service. The bloodlines are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The clinic manager (cm) for a user facility reported that a blood leak occurred with the fresenius bloodlines. A patient care technician (pct) visually observed that blood was leaking from the segment that loops into the blood pump of the machine. Additional information was obtained during follow-up. The cm stated the reported issue occurred immediately after initiation of the patient¿s hemodialysis (hd) treatment on the 2008t machine. No machines alarms were received. Treatment was stopped. The patient was not reinfused. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no serious injury or required medical intervention. Treatment was restarted on a new machine with new supplies and successfully completed. The cm stated that no defect or damage was noted on the bloodlines. No issues were encountered during prime. The 2008t machine was also inspected and no issues were identified. The machine was returned to service. The bloodlines are available to be returned to the manufacturer for physical evaluation.